Event description:
A customer contacted baxter?s technical service center and reported receiving a system error 2240 alarm on the homechoice (hc) machine during dwell 3 of 4. The technical service representative (tsr) assisted the home patient (hp) to cycle power. The tsr advised the hp to disconnect and use manual supplies to complete therapy. Product surveillance contacted the patient on (B)(6) 2010. According to the patient he does not know what could have caused the alarm. The patient stated he resumed therapy manually and then started with new supplies later that night. The patient has not had any issues since. There was no patient injury or medical intervention associated with this event.

Event description:
It was reported that during a gastric bypass procedure, the clips would not advance. Upon the first use, the clip was stuck between the jaws and the applier stayed closed on the vessel. A new applier was used and the vessel was cut to remove the stuck applier. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to unavailable sample. Therefore, a root cause could not be identified. The results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.